Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a large amount of air from the infusion cannula entered the patient's eye during a procedure. The issue was resolved by clamping the air line with no impact to the patient.